Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operation method. The customer returned an unopened sample for investigation. A visual exam was performed and no issues were observed. The amount of glue on the product was found to be sufficient. Leak testing was also performed and no leakages were found. At the manufacturing facility, 100% leak testing and visual exam is conducted after assembly; therefore, any defects would be detected prior to release. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device leaked during the pre-test.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges taht the device leaked during the pre-test.